Manufacturer narrative:
Insulin pump was received with prime error alarm during basic occlusion test due to protruded and loose drive support disk. Insulin pump had a cracked case at display window corner, minor scratches on lcd window, cracked belt clip slot at battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that the customer received two compromised force sensor system alarms. The customer's blood glucose level was 200 mg/dl. Insulin was also shooting out of the tubing. While troubleshooting the customer found the drive support cap flushed. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.